Event description:
It was reported that the footswitch would not work on the 9800 system during a case. Also, the image would not show up on one monitor. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. A power monitor was installed during the svc call. The system was tested and found to be working as intended, and put back into svc.